Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion as located in the mid left anterior descending artery. A 2.50mm x 12mm maverick balloon catheter was advanced for dilatation. The first dilation was done at 10 atmospheres and the second dilation was done at 12 atmospheres. However, upon the third inflation at 14 atmospheres, the balloon ruptured. The device was completely removed without any issues and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.